Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 24-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2018, the patient experienced abdominal pain upper ("stomach pain"), burnout syndrome ("burnout"), eczema ("eczema"), malaise ("malaise"), amnesia ("memory loss"), headache ("headaches") and fatigue ("extreme fatigue"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. The patient was treated with surgery (salpingectomy and removal of the uterine horn). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, abdominal pain upper, burnout syndrome, eczema, malaise, amnesia, headache and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, burnout syndrome, eczema, fatigue, headache, malaise and medical device removal with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2018, the patient experienced abdominal pain upper ("stomach pain"), burnout syndrome ("burnout"), eczema ("eczema"), malaise ("malaise"), amnesia ("memory loss"), headache ("headaches") and fatigue ("extreme fatigue"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. The patient was treated with surgery (salpingectomy and removal of the uterine horn). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, abdominal pain upper, burnout syndrome, eczema, malaise, amnesia, headache and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, burnout syndrome, eczema, fatigue, headache, malaise and medical device removal with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.